Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated drill bit broke during an open reduction internal fixation (orif) of a right hip midway through the procedure. The drill bit broke into several fragments, none of which were retrieved from the patient. There was no surgical delay, additional x-rays, or other medical intervention reported. The procedure was successfully completed without further incident. The patient postoperative condition was reported as stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: tfna stepped drill bit (03.037.022) was received with a broken tip. The edges are jagged and sharp where the tip broke off. The resulting fragments were not returned as they were not removed from the patient. The flutes show signs of wear and discoloration consistent with normal intraoperative use. Because there are a number of reasons that could have contributed to the drill bit breaking, the precise cause is indeterminate. There are a number of typical causes for broken drill bits that could have occurred here. The patient (or previous patients) may have had especially dense bone, causing the drill bit to wear down. If the guide wire was slightly bent, it could have induced stress on the inner surface, contributing to weakness and eventual failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.